Event description:
X-rays were later received and reviewed. The generator placement was determined to be in the upper left chest. Based on the image provided, the feed through wires were intact. The pins were not visualized to be fully inserted. The back of the connector pin is not as close to the first connector block as it should be. The lead was visualized in the chest and neck. The strain relief bend was placed as specified in labeling, but no strain relief loop is present. There are no tie-downs present to secure the strain relief bend. A portion of the lead could be visualized to be routed behind the generator. The lead was assessed for fracture and discontinuities, and none were identified. Based on the x-ray received, the cause of high impedance can be attributed to the incomplete pin insertion; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. The representative later reported that patient had surgery. After disconnecting the lead from the generator, cleaning the lead and reconnecting the lead, the impedance measurement was again within normal limits. Patient was then closed. In recovery room, the vns continued to show impedance within normal limits. No other relevant information has been received to date.

Event description:
It was reported that a vns generator was implanted and had diagnostics within normal limits in the operating room. A week later, the patient returned to clinic and had high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.